Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to dislodgment into the atrium. This was discovered by the patient and verified by an x-ray. Leads were checked and tachycardia therapy was turned off by the physician. The lead was apically positioned; distal from the previous implant position which was near the bradycardia lead was explanted. This lead is not expected to be returned and in service. No adverse patient effects were reported.